Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, noise, asystole greater than 2 seconds, decrease in pacing lead impedances (within range) and an episode of inappropriate atrial tachy response (atr). The in-office clinic testing did reveal noise but no oversensing and visually the x-ray of the lead appeared normal. Additional testing will be completed as lead impairment is suspected. The system lead remains in service. No adverse patient effects were reported. New information received indicates that the lead was extracted and replaced without incident. Visual inspection at the time of surgical intervention confirmed insulation damage.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, noise, asystole greater than 2 seconds, decrease in pacing lead impedances (within range) and an episode of inappropriate atrial tachy response (atr). The in-office clinic testing did reveal noise but no oversensing and visually the x-ray of the lead appeared normal. Additional testing will be completed as lead impairment is suspected. The system lead remains in service. No adverse patient effects were reported. New information received indicates that the lead was extracted and replaced without incident. Visual inspection at the time of surgical intervention confirmed insulation damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, noise, asystole greater than 2 seconds, decrease in pacing lead impedances (within range) and an episode of inappropriate atrial tachy response (atr). The in-office clinic testing did reveal noise but no oversensing and visually the x-ray of the lead appeared normal. Additional testing will be completed as lead impairment is suspected. The system lead remains in service. No adverse patient effects were reported.